Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included parity 2 and gravida ii. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergic rash ("allergy: rash"), psychological trauma ("psych injury"), allergic skin reaction ("allergy: skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagi"), migraine ("migraine headache") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy: terminated") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dyspareunia, abdominal pain, back pain, dysmenorrhoea, allergic rash, psychological trauma, allergic skin reaction, vaginal haemorrhage, menorrhagia, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergic rash, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, weight increased and allergic skin reaction to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date 2005 (previously reported) and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Reporter's information added. Lot no. Added. Event: abnormal bleeding (vaginal, menorrhagia) ,migraines / headaches , migration of essure device ,pain, weight gain , hair loss were added. Case become serious incident. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included parity 2 and gravida ii. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergic rash ("allergy: rash"), psychological trauma ("psych injury"), allergic skin reaction ("allergy: skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagi"), migraine ("migraine headache") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy: terminated") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dyspareunia, abdominal pain, back pain, dysmenorrhoea, allergic rash, psychological trauma, allergic skin reaction, vaginal haemorrhage, heavy menstrual bleeding, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergic rash, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, weight increased and allergic skin reaction to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date 2005 (previously reported) and (B)(6) 2006. Plaintiff performed more than one essure related surgery dated: (B)(6) 2007. Leaving 4 visible springs protruding into the uterine cavity from the tubal ostia. Coils were seen protruding from the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporters, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.